Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were experienced low blood glucose. The customer¿s blood glucose level was 25 mg/dl. Insulin pump had a critical pump error a broken force sensor was detected during seating or regular delivery pump error alarm. The customer also experienced low blood glucose. It was unknown whether the auto mode feature was activated or not at the time of low blood glucose event. Troubleshooting was performed and the customer was not able to successfully clear the alarm. No further patient complications were reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device.

Event description:
The insulin pump had a broken force sensor was detected during seating or regular delivery error. The device was returned for analysis.

Manufacturer narrative:
S/w version n/a retainer ring = black case type = ngp customer returned pump for an alleged pump error 35 and low bgs on 24-nov-2022. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor].¿successfully utilized crest and thump to download history files and traces. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 24-nov-2022 09:58:00.000. Force sensor zero offset within specification (23.6mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the visual inspection: cracked case, cracked case (battery tube), pillowing keypad overlay critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 was confirmed due to moisture damage on the force sensor. The unit was not confirmed for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5.